Event description:
During evaluation of a returned homechoice device, a high drain error 109 alarm was identified in the log. The alarm occurred on (B)(6) 2013, during night drain nine. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The iipv event was confirmed through an event history log review. However, the cause could not be determined. If additional relevant information is received, a follow-up report will be sent.